Event description:
The physician placed the catheter through a puncture made in the inguinal region. In 2005, nurse noted blood leakage due to the disconnection of one of the tubes, which had separated from the bifurcation.

Manufacturer narrative:
Evaluation: a visual examination of the returned, opened and used catheter found the port from the upper lumen had pulled out of the manifold. A review of records found this device was manufactured to specification. As the actual failed extension tube was not provided for our examination, we are unable to determine the root cause for this incident.